Event description:
I wear a dexcom g7 sensor. There was a small looped wire sticking out of the hole on the sensor. This has happened 2 other times. Within less than 5 minutes of starting the warmup process, the sensor fails. I have called and emailed dexcom with no replies. Ref reports: mw5170208, mw5170209.